Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the diabetes nurse uses a demo insulin pump and it had a white liquid underneath the display. The pump also had a constant tone after inserting a new battery. Customer removed the battery for 2 hours but the constant tone returned after inserting a new battery. The insulin pump should not be used.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to cracked lcd glass. Unable to perform functional testing, including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. The insulin pump had received with scratched case, pillowing keypad overlay and minor scratched lcd window.